Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that post cardioversion procedure, there was no signal on the atrial electrograms; the right atrial lead exhibited loss of capture and loss of sensing. Fluoroscopic examination revealed the lead was dislodged into the svc. The lead was explanted and replaced. The patient tolerated the procedure well and remained stable before, during and post procedure.